Event description:
As reported, the lesions in the left anterior descending and diagonal were wired with the short choice floppy and long choice floppy wires with mild difficulty. The diagonal was pre-dilated first with the cutting balloon leaving approx a 50% residual stenosis. The cutting balloon was removed and re-advanced in the left anterior descending coronary artery and inflated to 5 atms. There was evidence of dye extravasation in the distal balloon compatible with balloon rupture with persistent staining in the vessel wall and acute closure compatible with dissection secondardy to balloon rupture. The balloon was rapidly removed. A maverick device was rapidly advanced and inflated along the length of dye staining. After removing the maverick device, three drug-eluting cypher stents were implanted to treat the dissection.